Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 28. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, and mobility. No further patient complications were reported.